Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy bypass procedure, the needle dropped out of the jaws. They opened another handle and that point and the same thing happened. It worked and then with the 2nd or 3rd reload, it dropped the needle. They opened another handle to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
This report 9612501-2018-01060 was sent in error as a duplicate for MFR report number: 9612501-2018-00731, any additional information received in the future will be captured and submitted under the report number 9612501-2018-00731. If information is provided in the future, a supplemental report will be issued.